Manufacturer narrative:
A portex® bivona® custom tracheostomy tube was returned for analysis. Visual inspection revealed no defects. Functional testing involved leak testing and showed no leaks. A review of the design history records confirmed that cuff symmetry met manufacturing acceptance criteria. The fault could not be confirmed.

Event description:
It was reported that the cuff of a portex® bivona® custom tracheostomy tube was asymmetrical. The patient's ventilator went into apnea mode due to the leak, and an emergency tracheostomy tube change was performed. No permanent injury was reported.